Event description:
It was reported that the needle sftygld 25x1 rb experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: material no.: 305916 batch no.: 9150893 verbatim: the incident involves 25g x1 bd safety glide needle there is something black embedded in the hub of the needle. Said they haven't seen anymore, but they are checking as these are the needles we are using for the flu shots.

Manufacturer narrative:
H.6. Investigation: three (3) samples were returned from the customer for investigation. The three (3) samples were visually examined using 10x magnification. One (1) of the returned samples had black foreign matter embedded in the needle hub. No foreign matter was observed on the other two (2) returned samples. Possible root cause, embedded foreign matter can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components. Bd acknowledges that one (1) of the returned samples had black foreign matter embedded in the needle hub. A device history record (DHR) review was performed on the columbus batches (9059524, 9059520, 9059526, 9059551, 9059517) used as components in the canaan batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle sftygld 25x1 rb experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: material no.: 305916 , batch no.: 9150893. Verbatim: the incident involves 25g x1 bd safety glide needle there is something black embedded in the hub of the needle. Said they haven't seen anymore, but they are checking as these are the needles we are using for the flu shots.